Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on an unspecified date in (B)(6) 2015 when a reading of ¿109mg/dl¿ was obtained when a control solution test was performed using the subject device, which falls outside the specified range of ¿113 ¿ 151mg/dl¿. The patient stated that he manages his diabetes using metformin and denied making any change to his usual diabetes management routine in response to the reported issue. It is unknown whether the patient experienced any symptoms in response to the reported issue, but the patient reported visiting their doctor¿s office in the evening of (B)(6) 2015 where he received hcp treatment of 16 units of insulin. The patient stated that his blood glucose was not measured using another device. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and the correct control solution was being used. The csr also noted that the control solution had expired and the patient¿s testing technique was incorrect, as the control solution was being applied on the ¿apply blood¿ screen. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/27/2015).the patient¿s meter has been returned on 3/13/2015 and evaluated by lifescan product analysis on 3/16/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.